Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had a lot of pain where her implant was and it was ever since the device was put in. She could not sit right in a chair. She met with the manufacturers' representative (rep) in 2016 and they tried some reprogramming but it had not helped. The patient had an abscess right on top of the battery and it popped on (B)(6) 2016 with so much fluid that it ran down her ankles. She wanted the implantable neurostimulator (ins) taken out but the doctor told her to call the manufacturer. Additional information indicated that her body was rejecting the ins. It was literally getting through her skin. Further information from the health care professional via the rep also noted that the patient fell a while ago. The physician did some troubleshooting in (B)(6) 2016 with the patient. An explant was planned for (B)(6) 2016. It was unknown if the issue resolved at the time of report. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided about this event.

Event description:
Additional information was received indicating that both the lead and ins battery were fully removed intact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.